Manufacturer narrative:
Concomitant medical products: microclave;non bd set; td (B)(6) 2018. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, patient demographics not provided by customer.

Event description:
The customer reported that a lipid infusion backed up and leaked while on a patient in the nicu. There was no harm.

Event description:
The customer reported that a lipid infusion backed up and leaked while on a patient in the nicu. There was no harm.

Manufacturer narrative:
The customer¿s report that a lipid infusion backed up and leaked was confirmed. Visual inspection showed no anomalies. During functional testing the set leaked at the engagement between the suspect set and the non-bd microclave. The received sets female and male luer ports were measured and found to be within iso specification. The root cause of the customer¿s report was identified as due to a loose connection between the set and non-bd microclave connector. After tightening the engagement, no leaks or fluid backup were observed.